Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8299939. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were submitted for evaluation and testing. Although the photograph shows the reported failure mode occurring, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Based on the investigation conclusion the root cause to manufacturing process could not be determined since, the representative samples no showed leakage or damages. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: we noticed this problem of leakage of the bd q-syte bd tubing lot no. 8299939. There were no medication in the infusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: we noticed this problem of leakage of the bd q-syte bd tubing lot no. 8299939. There were no medication in the infusion.